Event description:
Device failed preventative maintenance, not transmitting correct readings. Manufacturer response for physiologic monitor modules multipurpose, (brand not provided) (per site reporter). Device was repaired and returned back to the facility. Bio med could not tell this reporter what specific repairs had been completed.